Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer had a low event. It was reported the customer's blood glucose declined to 17 mg/dl while they were sleeping. It was also found the customer was found unresponsive. The father stated the paramedics were called for treatment. The customer was treated with food and juice. The father stated the cause of the customer's low blood glucose was from not eating. The customer was not hospitalized for the incident. The insulin pump will not be returned for analysis.